Event description:
The ve left ventricular assist device was implanted in 1999. In 2000, the hosp reported that the pt was at home and got a brief yellow wrench alarm when pt got out of bed. Just before the pt's companion left, companion informed the pt that pt's left ventricular assist device sounded like it was gurgling. When the pt's companion returned home companion found pt pulseless. The pt was taken to a local hosp where pt was declared dead.